Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that when attempting to place the intra-aortic balloon (iab), it would not advance. It appeared that the balloon had been penetrated. The physician asked for a new balloon. The iab was replaced. The patient was do-not-resuscitate (dnr) and coded. It was noted that the patient is deceased, however the facility does not attribute the death to the device. This case is for the first iab used.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. The sheath was not returned for evaluation. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that when attempting to place the intra-aortic balloon (iab), it would not advance. It appeared that the balloon had been penetrated. The physician asked for a new balloon. The iab was replaced. The patient was do-not-resuscitate (dnr) and coded. It was noted that the patient is deceased, however the facility does not attribute the death to the device. The indication for use was cardiogenic shock. This case is for the first iab used.